Manufacturer narrative:
Additional information: according to the information received from the field the recipient no longer has hearing benefit with the device. However with the currently available information a root cause for the lack of benefit cannot be determined. Explantation is not planned at the moment.

Event description:
The user was implanted on (B)(6) 2014. During a follow up appointment the user was not able to hear any sound with the device. The users hearing performance before this event was very good. There is no report of any accident or trauma. The user does not want to undergo an explantation surgery at this time.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was implanted on (B)(6) 2014. During a follow up appointment the user was not able to hear any sound with the device. The users hearing performance before this event was very good. There is no report of any accident or trauma. The user does not want to undergo an explantation surgery at this time.

Event description:
During a follow up appointment the user was not able to hear any sound with the device. The users hearing performance before this event was very good. There is no report of any accident or trauma. The user has been explanted.

Manufacturer narrative:
Conclusion: device investigation results are indicative of a broken coil wire due to chronic implant movement which has led to device failure over time. As per received information, the recipient experienced intermittent access to sound with the device and no trauma or impact to the device was reported. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Event description:
The user was implanted on (B)(6) 2014. During a follow up appointment the user was not able to hear any sound with the device. The users hearing performance before this event was very good. There is no report of any accident or trauma. The user has been explanted.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient no longer has hearing benefit with the device. However with the currently available information a root cause for the lack of benefit cannot be determined. Explantation was carried out, but the concerned device has not been received yet.